Manufacturer narrative:
Additional information on the event was received on november 28, 2016. The patient event was noted during the procedure. A pericardiocentesis was performed and monitoring of the patient. The patient fully recovered with no residual effects. The patient did not require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. A transseptal puncture was performed with a brk needle and an sl2 sheath. They did not survey pre-transseptal and wondered if the fluid might have been there pre-transseptal puncture. The generator was set to power control mode, temperature cutoff at 45 degree celsius and power cutoff at 50 watts. The flow setting was set to 30ml/min. There was no specific time that the issue was noted and therefore, the temperature, impedance and power were not known. No cut off values were reached. The power was not titrated during ablation. There were no error messages observed on the biosense webster equipment during the procedure. The st. Jude sl sheath was used. Patient received anticoagulant during the procedure with activated clotting time maintained between 300 ¿ 350. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17537181m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical product: c3 interface cable ¿ therapeutic, model #: d-1286-03-s, lot #: 17474045l; smartablate generator, model #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. It was reported that the temperature readings on the smartablate generator were reading unstable temperatures. The c3 interface cable ¿ therapeutic was replaced with no resolution. When the smart touch bidirectional catheter (lot # 17541334m) was replaced, the issue resolved. This temperature issue was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. It was also reported that a pericardial effusion was noticed when the patient's blood pressure dropped. The pericardial effusion was confirmed by surface ultrasound. A pericardiocentesis was performed and 200cc of fluid were removed. There was no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since both of the smart touch bidirectional catheters were used during the procedure, we are taking the conservative approach and reporting the event under both of the catheters.